Manufacturer narrative:
The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl.

Event description:
Regulatory agency reported a patient experienced left side itching, erythema, increased volume of the breast, and alcl. Biopsy confirmed alk negative but no mention of cd30 marker. It is unknown if the device was explanted. Anti-mycotic and local anti-inflammatory treatment (corticosteroids) improved the symptomatology of itching and erythema.

Event description:
Biopsy confirmed alk negative and cd30+. Diagnosis of bia-alcl also confirmed by the lymphopath network. The device has been explanted.

Manufacturer narrative:
Continued from h6: health impact codes: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted.